Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated a physician questioned discrepant results on the axsym hbsag assay for one patient. In 2007, a patient tested reactive (s/co 4.83) on axsym hbsag and confirmed positive on axsym hbsag confirmatory assay. On the following month, two additional specimens were obtained from this patient. One specimen (tube 1) was reactive (s/co 3.76) on axsym hbsag and the other (tube 2) non reactive (s/co 0.47). The specimens were repeated with similar results (s/co 4.22 vs 0.45). Axsym hbsag confirmatory testing was performed with tube 1 confirmed as positive and tube 2 negative. The original sample from original date, was retested and generated reactive results (s/co 5.22/5.33) and confirmed positive. No impact to patient management was reported.